Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured at 6 atms during the initial inflation. The 99% stenotic lesion was located in the non-calcified and tortuous right coronary artery (rca). The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good".